Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not function was confirmed. It was found that there was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specifications. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device may have caused damage to the motor cable, resulting in short circuit, hence is one possible root cause for the same. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set and the short circuit in the cable. The short in the motor cable can be held responsible for the complaint reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/28/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/28/2017 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol device did not work. There was no patient consequence and no surgical delay reported. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.